Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. No cosmetic damage was noted.

Event description:
The customer reported via phone call that she was calling back to perform the high pressure test. Customer's blood glucose was 515 mg/dl at the time of the incident and it was currently at 156 mg/dl. Customer reported the following symptoms related to her high blood glucose: nausea, abdominal pains, dizziness, and dry heaving. Customer treated with needle injections. Customer reported that she has contacted her health care professional regarding her high blood glucose. Customer performed the high pressure test and passed. Customer was advised to do a complete set change. Customer wants the pump replaced. Customer previously reported that she ended up in the hospital on (B)(6) 2016 with a blood glucose level of 196 mg/dl. Customer had extreme high blood glucose and nausea. Customer was wearing the pump at the time and was sent a tubing clamp to perform the high pressure test.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.